Manufacturer narrative:
Unknown if sample is available for eval, therefore, investigation is incomplete. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: complaint alleges that an attending nurse received a slight electric shock from the side of the bracket. The voltage was checked and confirmed to be 240 volts. Add'l info has been requested.